Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that following a gastroplasty videolaparoscopic (sleeve) procedure, the patient underwent surgical re-intervention during the twenty-fourth hour of post-operative sleeve surgery. One liter of blood was drawn from the abdominal cavity of the patient. According to information gathered, the bleeding was identified in the staple line. It was performed reinforcement with suture (pds) for hemostasis. The patient was sent to ICU where remains in the unit under observation and under care.